Event description:
A male patient who received osigraft (op-1 implant) on an unk date for pseudoarthrosis was hospitalized for a hematoma. An unspecified surgical treatment was scheduled. Outcome is unk. Causality was not provided. Additional information will be requested.